Manufacturer narrative:
H.6. Investigation summary: 1 photo was received for investigation; catheter tip damage was observed in the photo. Our quality engineer inspected the returned photo and confirmed the reported issue. Since no samples displaying the condition reported are available for examination, we were unable to determine a definitive root cause for this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd angiocath¿ plus IV catheter the tip of catheter isn't smooth and blunt. The following information was provided by the initial reporter: before using catheter, customer confirmed that tip of catheter isn't smooth and blunt.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ plus IV catheter the tip of catheter isn't smooth and blunt. The following information was provided by the initial reporter: before using catheter, customer confirmed that tip of catheter isn't smooth and blunt.